Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a number of intraocular lenses (iol) implanted 8-10 years ago have recently presented with a snowstorm appearance of glistenings, and decreased vision. This is after annual assessment by the healthcare professional (hcp) where he commented there were no prior problems noted. He commented that he will be doing some explants of these lenses. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.1. And d.4. The manufacturer internal reference number is: (B)(4).